Event description:
Related manufacturing ref: 2184149-2022-00103, 2184149-2022-00104. During an atrioventricular nodal reentrant case, the user switched from cryo to rf and received a 999-impedance error on the generator. Patch placement was confirmed and replaced with good communication between the generator and amplifier. The cables were inspected, reseated, rebooted the amplifier, generator, tactisys and the dws which did not resolve the issue. The catheter was replaced with one from a different lot and attempted a second se port, but the issue remained. The case continued by switching back to cryo with no patient harm.

Manufacturer narrative:
One tactisys¿ quartz ablation system was received for investigation. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. The tactisys quartz module initialized successfully upon successful completion of the hardware self-test. The network connectivity with the host system was established and real-time visualization of the contact force signal was consistently displayed without interruption. The test results also confirmed live measurement of the optical, temperature and rf functions of the returned tactisys quartz module. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue cannot be conclusively determined as no abnormalities were identified.